Manufacturer narrative:
Further review identified during the patient's procedure on (B)(6) 2016, the patient did not have an infection at the ipg site. The physician cleaned the ipg site and re-implanted the ipg. The patient's ipg was not explanted due to this issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further review identified during the patient's procedure on (B)(6) 2016, the patient did not have an infection at the ipg site. The physician cleaned the ipg site and re-implanted the ipg. The patient's ipg was not explanted due to this issue. Additionally, it was inadvertently omitted the patient's ipg was unable to communicate with external devices after undergoing surgical intervention to clean the ipg site. As a result, the patient underwent surgical intervention later on (B)(6) 2016 to explant and replace the ipg which resolved the issue of no communication.

Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's incision site was red and irritated. The ipg was explanted due to an infection.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Result codes were unintendedly reported incorrect in the previous report. This report consists of correct codes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The ipg explant date was confirmed to be (B)(6) 2016.